Manufacturer narrative:
This report is submitted on 19 april 2021.

Manufacturer narrative:
This report is submitted on january 12, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. It was found during the explantation that the magnet had dislocated from the implant pocket. The patient was reimplanted with a new device during the same surgery.